Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00724 and medwatch 2210968-2012-00726. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy due to uterine prolapse, cystorectocele, and stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Bowel obstruction. Dyspareunia. It was reported that after implantation the patient experienced mesh erosion that led to bowel obstruction with pain, bleeding and dyspareunia. Mesh revision was done on (B)(6) 2010 and excision on (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010 for the treatment of pelvic organ prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.